Event description:
It was reported that the pump began smelt like it began burning. Reportedly, the pump was not charging during the event. There was no adverse impact to customer¿s blood glucose level. The customer has no backup currently available. Caller will reach out to hcp.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.